Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 24 of the patient's mouth. Sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and swelling. No further patient complications were reported.